Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler, did not pipette sample or diluent in well position e1 and no error message was given. A field service engineer was dispatched and did not duplicate the problem. Fse replaced tip clamp. Copies of smt log were forwarded to qa for review. No death or serious injury was associated with this event.